Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving adequate stimulation. The pt was reprogrammed, but is still not experiencing the amount of stimulation she desires. During the reprogramming, the pt experienced a shock when her stimulation was increased to comfort amplitude. The pt indicates she has not received adequate stimulation of her back since her trial procedure. It was recommended the pt turn her scs system off, the pt refused, indicating that the system does help. Pt is to meet with her physician as the next course of action.